Manufacturer narrative:
According to the report, the involved surgeon performed approximately 30 brow fixations with bioglue surgical adhesive. In one of the surgeon's early cases (date unk), a male pt developed a "bioglue lump leading to abscess that needed to be drained twice." The event has no resolved and the surgeon has not seen this in any further pts. A lot number was not provided for the investigation. As such, an investigation of the available information has been performed and cryolife's findings are discussed below. A search for lot numbers shipped to the involved surgeon within the last 12 months was conducted. A review of manufacturing records for lots likely available at the facility indicated that these lots met all physical, microbiological and chemical specifications at the time of manufacture. In absence of additional information, such as operative notes, photographs, or pt records, further analysis cannot be performed. However, based on similar events of this nature, it is probable that the surgeon applied an excessive amount of bioglue resulting in the observed event. Based on subsequent usage by the surgeon, it appears that the surgeon has modified the manner in which bioglue is applied. It is noted that the use of bioglue in this procedure is not currently an approved indication in the united states.

Event description:
According to the report, the involved surgeon performed approximately 30 brow fixations with bioglue surgical adhesive. In one of the surgeon's early cases (date unk), a male pt developed a "bioglue lump leading to abscess that needed to be drained twice." The event has now resolved and the surgeon has not seen this in any further pts. A lot number was not provided for the investigation. As such, an investigation of the available information has been performed and cryolife's findings are discussed below.